Event description:
Livanova deutschland received a report that a centrifugal pump system with tubing clamp gave a processor error message during procedure. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). Biomedical engineer at customer site replaced main circuit (cpu) board in order to solve the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Review of complaints database did not reveal further similar issues since unit manufacturing in 2015, neither concerning trend has been identified. Based on the above, the root cause of the event has been traced to a defective cpu board. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impact (drops and falls), and power overloads/surges but also to variability of micro subcomponents. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.